Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to record the images. As a part of troubleshooting process, fse checked the device because of an image acquisition problem and found out a damage in the image hard drive. Fse replaced the image hard drives (disk 0, disk 1) and recreated image database. After replacing the hard drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to record images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.